Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: due to internal moisture contamination, the pump powered on with the returned battery cap to an audible tone, vibration and a blank display. The battery compartment was intact. Battery cap was able to fully tighten. There was evidence of moisture contamination on the underside of the battery cap. The pump passed a leak test. There was evidence of moisture contamination inside the pump on the display cable and connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing condition issue. The reporter stated that there was moisture ingress in the pump. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.